Event description:
Dexcom was made aware on(B)(6)2024, that on (B)(6)2024 the patient experienced a skin reaction. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6)2024. The parent reported that the patient experienced a skin reaction which occurred two days after the sensor had been inserted in the thigh. Prior to sensor insertion the area was prepped with soap and water. The patient developed itching sensation and a rash under the sensor patch area. The parent mentioned the patient has a history of skin reactions from the dexcom and the omnipod and has been under care of a physician for the issues. The patient was prescribed a biologic injection medication (dupixent) prophylaxis and has been using the medication for over a year to treat the issues. No photo was provided. At the time of the(B)(6)2024 follow up report the patient was doing well. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 codes: health effect - impact code: f2304 (prophylactic treatment)